Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/11/2019. Additional evaluation summary: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a product code w8440 with lo# kpp447 and labels at english and russian languages could be observed. However, no conclusion could be reached as to the origin of the labeling issue as the sample was not returned for analysis and no issues were noted.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported on (B)(6) 2018, product package has incorrect in country labeling. Not used on patient. Prolene ref w8440, lot kpp447 q-ty-1 package non-conformance of original and (B)(6) labels did not use on the patient.